Event description:
An other health care professional reported that there was a foreign body was found in the eye after cataract surgery when the patient came for the follow up visit. The fiber was removed from the eye on the next day. The patient was given unspecified medication after the removal of foreign body from the eye as a treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report; however the attached customer photos confirm foreign material in eye. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached customer photos confirm the reported foreign material. However; because a sample was not returned and the photos can not confirm the source and composition of the foreign material, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).